Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is no longer able to hear with the device. It is unconfirmed if there was an accident or trauma to the implant site as the patient's reporting was not clear. There was no redness or swelling at the implant site. Re-implantation was recommended but it is not sure if this will occur due to the patient's age.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. Electrical measurements were not possible due to mechanical damage of the stimulator housing. Additionally, the active electrode reportedly extruded into the radical cavity, which might be a consequence of the reported impact. This is a final report.

Event description:
The patient is no longer able to hear with the device. It is unconfirmed if there was an accident or trauma to the implant site as the patient's reporting was not clear. There was no redness or swelling at the implant site. The patient was re-implanted.